Event description:
Hosp advised that user set up an infusion at a rate of 447 ml/hr instead of the prescribed 47 ml/hr. The medication is unk. The hosp indicated the investigation was in process and they could not provide additional info at this time. All info provided indicated there has been no pt consequence.